Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the reservoir tube window corners and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer reported that they had motor error and insulin shoot out of the cannula on the screen. It was reported that the rewind was slower. The insulin pump will not be returned for analysis.